Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm. Aortic neck was 31-32 mm in diameter and approximately 2.5 cm long. Iliacs had unremarkable calcification and tortuosity, but the left iliac was stenosed distally. There was also an accessory left renal artery. After the endurant bifurcated stent graft was deployed, the final angiogram showed a slight type IV endoleak, described as a blush, a few millimeters above the flow divider. No intervention was performed, and the patient will be monitored by the physician. Before the end of the case, to address the unrelated iliac stenosis, an iliac stent was placed distally without any overlap with the endurant stent grafts. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results (B)(4) inherent risk of procedure (endoleak), (B)(4) (unknown cause of endoleak). Evaluation, conclusion: (B)(4) (unknown cause of endoleak).